Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with no notable events occurring beforehand and caller declining to provide information on whether blood glucose was affected. No additional information was received regarding the outcome of the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, while technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place current pump in storage mode before return, advised customer to re-enter pump settings and reconnect continuous glucose monitor to replacement pump, and requested return of malfunctioning pump using prepaid label within 10 days.